Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The 75% stenosed, 24mm long, type "b2", and de novo target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. Predilation was performed with a 2.5x15mm balloon inflated to 14 atms. A 2.75x28mm taxus express2 stent was then implanted without post dilation resulting in 0% residual stenosis and the patient was discharged 2 days later. (B)(6) 2010, the patient underwent cardiac catheterization which revealed in stent restenosis of the previously placed taxus express2 stent in the proximal rca. The lesion was 75% stenosed and 16mm in length with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a non-bsc stent resulting in 0% residual stenosis. The patient was reported to have recovered and was discharged 4 days later. It is the opinion of the physician that this event is "possibly" related to the taxus express2 stent.

Event description:
It was further reported that at the time of the index procedure, the patient's qualifying condition was stable angina (ccs class I). Core lab analysis revealed 58% stenosis pre-treatment and 6% stenosis post treatment. Timi-3 flow was maintained through the index procedure. The patient was discharged from the index procedure on bayaspirin and panaldine. At the time of the event, there were no ischemic symptoms present. Core lab analysis at the time of the event revealed 65% stenosis pre treatment and 27% stenosis post treatment. Timi-3 flow was maintained.